Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that left side fluoro pedal was not working on the wired footswitch. After reviewing the log file fse found that the fluoro pedal failed. Fse replaced the wired footswitch. After replaced the wired footswitch, the system was returned to use in good working order. The defective part was returned for analysis and investigation indicated that the wired foot switch was not working. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the left pedal (fluoroscopy) from the wired foot switch was not working. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the wired foot switch. The device was returned to expected functionality.